Manufacturer narrative:
Section a4: patient weight was requested but was not provided manufacturer's investigation conclusion: the report of suspected thrombus within the outflow graft could not be confirmed through this evaluation, as no images were submitted for review and the device remains in use. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the formation of the suspected thrombus could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that thrombus was found on (B)(6) 2017 within the outflow graft cannula of the pump.